Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that, during a procedure using a capio slim, the device misfired twice. The procedure was completed with another of the same device. No patient complications reported.